Manufacturer narrative:
Updated: h6, h10 corrected: g2 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material found to be clogging the air/water channel was observed to be a whitish solid foreign matter such as cleaning agent residue that could not be removed, but otherwise could not be identified. The root cause of the issue could not be determined, as there was no physical damage observed that might result in the retention of foreign material and the device reprocessing was confirmed to be implemented according to the IFU. The event can be detected by following the instructions for use sections below: ¿·inspection of the endoscopic system ¿- inspection of the air-feeding function¿ ¿- inspection of the objective lens cleaning function¿. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had clogged air/water channel. Upon inspection and testing of the customer returned device, foreign material (white-colored material) was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water supply volume control revealed an air/water flow issue, nozzle clogged by a white-colored material, angle rubber glue separated, scope cover cracked, and - universal cord buckled. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was received from the customer that the event occurred after an unknown procedure, and the procedure was completed with the same device.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.